Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system. The pump was unable to prime at 4.0 pounds during the prime a33 test due to moisture damage inside the force sensor resistor. The insulin pump also contained a scratched lcd window and a scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin squirted out of the pump during manual prime. The customer was disconnected from the pump while attempting to prime. Their blood glucose was 130 mg/dl at the time of incident. The customer stated that the piston continued to move forward after reservoir contact, the insulin squirted out during manual prime and that was followed by the pump alarming compromised force sensor system. The customer stated that priming was impossible because numbers did not populate on the screen and there were no audible beeps. The customer was advised to remain disconnected from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned and analysis was completed. Nothing further reported.